Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was due the failure of the electro-pneumatic proportional valve (air feeding cannot be properly controlled). However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the high flow insufflation unit set pressure of 15mmhg reaches the electromagnetic valve, it gives tiny amounts of co2. However, the pressure fails to reach in time and the issue only occurs with the small cavity check. The customer performed calibration; however, the issue persisted. The event occurred during maintenance and there were no reports of patient involvement.